Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: h11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection resulting in a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection, resulting in disconnection, could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of nine of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection, which resulted in a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the hp with the aseptic disconnection. The hp would not resume therapy that day. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.